Event description:
The customer reported the subject device was faulty and a part had failed. The subject device was sent to an olympus service center for evaluation. During inspection and testing, one of the out ports was faulty and there was no image. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, one of the out ports was faulty and there was no image due to a faulty connector on the circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4. D4: corrected the model number and unique identifier (UDI) number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the cause of the image not displaying was due to a faulty circuit board. The specific root cause of the faulty circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.